Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The set was in use for three hours and event occurred on the 3rd day of insertion. The insertion site was at belly. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6). The reference samples were visually inspected and tested for flow. The test results were found within specifications.